Manufacturer narrative:
The master tool manipulator (mtm) was returned and evaluated by the failure analysis (fa) team. During failure analysis, visual inspection was performed and found no problem related to reported issue. Checked and verified failure in lighthouse (aperture), then installed on an internal equipment, fixture, or tool (eft) system and powered on. System powered on with no errors or faults, so installed instruments a drove system. During drive there were no faults or errors, so removed instruments and tried power cycling and driving system several more times-still no errors or faults during system testing. At this time cannot confirm reported issue and will need further failure analysis. Advanced failure analysis was performed by engineering team and could not replicate the issue. From this finding, failure analysis could not determine the root cause of the issue.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, the customer contacted the technical support engineer (tse) to report error pointing to right master tool manipulator (mtm) and the surgeon has elected to stop using the system until it is repaired. The procedure was converted to laparoscopic to finish it. Error 23062 was present on the right mtm and was recovered a few times before the surgeon reported it was no longer able to recover. The procedure was converted to laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to laparoscopic surgery due to error 23062. The surgeon has elected to stop using the system until it is repaired. There was no increase in port size incision or additional ports during conversion. There was no injury /harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the fse was able to reproduce the issue and the fse replaced the right master tool manipulator (mtm) to resolve the issue. System was tested and verified as ready for use. Isi has received the mtm; however, failure analysis has not completed their investigation.